Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: during a visual inspection of the pump, no damage was observed to the keypad cover. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive, delayed in response, and required multiple presses to engage. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow was sticking and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.